Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: ischemia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail that following stent implantation of the 2.25 x 18 mm xience v, there was "sluggish" flow or ischemia beyond the stented segment that required additional balloon dilatation at the edge of the stented segment; this resolved the ischemia. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident; however, it was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Ischemia, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting. Additionally, ischemia is listed in risk assessment as a no-fault post-procedure complication. This patient effect is not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. A conclusive cause cannot be determined.